Manufacturer narrative:
The plunger was stuck inside the working sleeve and only 2 plunger grooves were visible outside the working sleeve. The plunger could be rotated inside the working sleeve, but pulling it out of the cannula was difficult. However, pushing the plunger further inside the working cannula was relatively easier. The relevant dimensions were checked and no discrepancy was found. No manufacturing related fault could be detected. During the pd evaluation, it was observed that the plunger could be rotated inside the working sleeve, but pulling it out of the cannula was difficult. However, pushing the plunger further inside the working cannula was relatively easier, indicating that the instruments probably did not have any direct interference, but potentially there was cement stuck between the two, making the removal of plunger difficult. To further evaluate the reason for the two devices to be locked together, slightly larger force was applied to the instrument assembly such that the plunger could be removed from the working sleeve. With that, the plunger could be slowly removed from the working sleeve, again indicating that there was no direct physical interference between the two instruments. On closer observation, material residue, possibly cement, could be seen on the od of the plunger and ID of the working sleeve. This cement residue potentially made the instruments stick into each other. The instruments could be slid back and forth once taken apart. Based on the clinical experience with the same access kit ((B)(4)), it was determined that using the plunger in such a way, where it comes in contact with cement, is very unusual and is contradictory to the surgical technique prescribed. Thus, it was decided that it will be classified as inappropriate use. Per the surgical technique guide, the access plunger in the vertebral augmentation access kit is supposed to be used to create the access channel in the vertebral body and to size the appropriate balloon for the vertebral body being treated. Also, per the technique guide, when performing bilateral cement injection, it is suggested to simultaneously fill both sides in increments. Thus, the plunger should never have been in the working sleeve when the cement was being injected from the other side. When the plunger is inside the working sleeve, there can be a minimum of 0.07mm of clearance between the plunger and the working sleeve and it is a gap that the liquid cement can easily get into. Also, the plunger has 3 grooves cut into the distal portion for sizing where cement can accumulate when it is in liquid state. When the plunger is inserted into the working sleeve, with the cement inside the vertebra, like in this case, the cement can harden while trapped inside the instruments and the instruments will potentially lock together, making it difficult to remove them from the patients body. The device design is clearly not the cause for the complaint, it points to inappropriate technique as the cause for the complaint. This complaint is invalid from the design perspective.

Event description:
During a kyphoplasty procedure the surgeon was using the vertebral augmentation access kit. Towards the end of the procedure the surgeon was making a bilateral insertion using cement. The tips of the instruments (plunger and sleeve) got stuck in the cement. The surgeon had completed both insertions and was going to release the final completion of the first side. The tips of the instruments were cemented in. The surgeon did remove the cemented instrument tips by chiseling away at the cement until they broke free. This incident prolonged the procedure for 90 minutes. There was nothing broken or to retrieve out of the patient.

Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Device is in the investigation process, investigation has not yet been completed.placeholder.